Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Device evaluation follow-up #1 submitted 05/09 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: unable to duplicate 'blank' screen. The pumps starts with small 'animas' logo and audio/vibration alarms. Unable to advance beyond 'animas' logo. Pump was opened to check for moisture ingress and .moisture residue was found on the display flex connector, and other components. Unable to perform all testing steps because of moisture damage. Unable to obtain audible alarm reading because of moisture damage.